Event description:
The surgeon reported: a pt underwent an abdominoplasty procedure on (B)(6) 2009, where quill srs size 0 pdo was used for deep closure. Approximately two (2) months post-operatively, the pt presented with a palpable mass, located five (5) centimeters below the incision line. A mass was surgically removed and found to contain five (5) inches of suture material, which had migrated from the original surgical site.

Manufacturer narrative:
As of the date of this report, the surgical specialties facility in (B)(6) has not received any complaint product for evaluation. Method: the device was not returned for evaluation. No product evaluation can be performed. Furthermore, relevant portions of the device history record (DHR) were reviewed for the finished good lot number reported. No relevant findings were noted during this review. Results: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference: (B)(4). Ra-1029q, quill srs, size 0, pdo, 24 x 24.